Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Replacement components had been ordered, but had not been received. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). The plant investigation is in is process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical engineer reported no power to the 2008t hemodialysis (hd) machine on power up. The biomed indicated that smoke was observed coming from the system. A visual examination of the unit was performed by the biomed who traced the smoke to t3 on the power control board. Further evaluation revealed the upper power supply cable had been inserted incorrectly. No fire or flames were visible at the time the smoke was observed. There was no patient connected to the unit at the time of the event. No patient involvement.